Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord has fractured at the root, and the end of the light guide bundle at the front is severely chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image (dark) is due to the universal cord has fractured at the root, and the end of the light guide bundle at the front is severely chipped, affecting the brightness. The most probable cause of the complaint is cause traced to component failure of the universal cord and the distal end glass. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a dark image. No patient harm reported.